Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system for non-malignant pain. The pump was used to deliver unknown morphine 20mg/ml at 1.698mg/day. It was reported, during a normal pump replacement for an expected elective replacement indicator (eri), the physician went to unhook the pump from the catheter and the pump connector "fell apart". The catheter was revised. It was noted that the physician had used a 8578 proximal catheter revision kit with the existing 8709 catheter. The new total catheter volume was noted to be 0.178ml. It was also noted that the new 8578, which was 7.6cm, did not have medication and the patient would go 4 hours and 50 minutes without medication. No patient symptoms or complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0177977r, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-mar-2003, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that, in reference to any external, environmental, or patient factors that may have caused or contributed to the pump connector falling apart, it was noted that the catheter was 20 years old and had been connected to three pumps/replacements. It was also noted that the physician may not have "squeezed ovals on the catheter connector hard enough". It was also reported that, intra-operatively, the physician refused the priming bolus of the 8578 and "didn't want to wait". The physician opted to connect the catheter pieces together first. The physician was comfortable having a short gap in therapy. The gap in therapy was made clear to the physician and their nurse practitioner. This was discussed with the physician prior to any decision being made. It was unknown if the patient experienced an symptoms related to not receiving medication for 4 hours and 50 minutes. It was unknown if any actions/interventions were taken to resolve the patient not receiving medication for 4 hours and 50 minutes. The patient's nurse practitioner said that they may supplement with oral medication if the patient requested, but did not expect to need to. In reference to if the patient being without drug for 4 hours and 50 minutes had resolved, it was noted that, as of (B)(6) 2023, normal therapy had resumed. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# j0177977r serial# implanted: (B)(6) 2001 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.